Manufacturer narrative:
The agent reported "(the trial 36n small socket insert (804-06-204) was seated in the definitive small shell 8mm x108mm humeral stem ( 533-08-108) as per surgical technique and shoulder joint relocated to trial rom successfully. The joint was then dislocated and trial socket insert removed . While attempting to insert the definitive 36 n socket insert (509-02-036 lot 955w1119), dr had trouble seating it in the humeral shell . The insert appeared too large for the hollow in the humeral shell. After multiple attempts to seat the insert dr retrialed with the trial socket insert successfully once again the definitive insert was placed in position but would not seat a alternative definitive socket insert ( 36n semi constrained - 509-03-036 lot 956w1067) was opened and seated successfully)." The insert was returned. Visually the insert shows very little wear from the use described in the reported event. This event occurred during surgery, near the patient. The device was not inspected prior to use. There was not another suitable device available, and the incident cause a 10-minute delay in surgery. This was a significant adverse event, and the surgery was not completed as intended. Surgical components condition can be determined while being used for its intended purpose. This does not indicate a product deficiency, failure, or issue. No further action is deemed necessary, at this time.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Primary surgery - due to dislocation.